Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation from the pod's adhesive had occurred while wearing the pod between 36 and 48 hours. Patient visited physician and was prescribed cortisol cream. It was also reported that the patient still using the omnipod system but has adopted a two-day pod wear along with applying steroid cream to treat sites once pods are removed, as skin irritation is an on-going issue for the patient.